Event description:
Customer reported that the insulin pump failed to deliver insulin. Customer reported having a blood glucose level of 46 mg/dl earlier in the day of the call. Customer attempted to manually bolus five units of insulin via the insulin pump, but no insulin exited. Blood glucose level was 464 mg/dl at the time of the call. During troubleshooting, customer was able to get insulin to exit the tubing. Customer was able to lower his blood glucose level to 386 mg/dl by the end of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.